Manufacturer narrative:
The field service engineer could not determine a cause. The probe alignments and condition were checked. The mixer, pinch valve tubing, syringe tubing, and seals were checked. Performance testing was run and this was successful. The customer ran controls and all recovered within their guidelines. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t gen. 5 stat assay on a cobas 6000 e 601 module. The sample initially resulted with a troponin t value of 50.78 ng/l and this value was reported outside of the laboratory. The result was questioned, so the sample was repeated, resulting with a troponin t value of 6.14 ng/l. A second sample was also collected from the patient and tested, resulting with a troponin t value of 6 ng/l. The troponin t reagent lot number was 45954600, with an expiration date of 31-jul-2021.